Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The numbers on the insulin pump were scrolling. The insulin pump alarmed button error and weak battery. Customer's blood glucose level was 111 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No weak battery alarm was noted. The insulin pump had intermittent button response due to light moisture damage on the keypad traces. No button error alarm was noted. No display anomaly was noted. The insulin pump was received with minor scratches on the display window.